Manufacturer narrative:
The patient information is unknown however, it has been reported that the patient is over 18. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd), for an esophageal banding, performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy the bands however, the bands would not deploy off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.